Event description:
It was reported that there was an apparent lead fracture. Reporter alleges patient suffered physical and other injury as a result of the recalled lead. The lead was capped and replaced. The lead was later subsequently removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical product: 7288 ICD, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an apparent lead fracture. Reporter alleges patient suffered physical and other injury as a result of the recalled lead. The lead was capped and replaced. The lead was later subsequently removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical product: 7288 ICD, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.